Event description:
The customer reported that the unit failed user initiated testing by not recognizing the paddles.

Manufacturer narrative:
The customer reported that the unit failed user initiated testing by not recognizing the paddles. A philips technician resolved the issue by reconnecting an internal connector.